Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. IFU states the preventative measures in tjf-q190v reprocessing manual 5.5 manually clean the endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the forceps elevator. There was no patient involvement.